Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the angulation in the up direction was out of standards due to the worn angle-wire, the gap on the up/down knob was out of standards due to the worn angle-wire, the bending section cover rubber adhesive was broken, the coating on the connecting tube was peeled off, the connecting tube was corrugated, the electrical connector was corroded, switch 1 was worn, the suction cover was discolored, a waterproof failure due to the cut switch 3, and the number of lost ultrasonic elements exceeds standards due to the broken ultrasonic cable. Based on the results of the investigation, the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A labeling review is not applicable as it is not a phenomenon that can be separated from user-handling causes. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during preparation for use on a diagnostic procedure, the gastrovideoscope connector was found dented. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the protector of ultrasonic cable of ultrasonic connector is cut off. The procedure was completed using a similar device. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.